Event description:
It was reported that the battery gauge was fluctuating, resulting in the pump shutting down. Additionally, it was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 86-87 mg/dl.

Manufacturer narrative:
Device not returned.